Manufacturer narrative:
Sample information was not provided; hence it is unknown if whether samples appeared lipemic. On (B)(6) 2011, a bci field service engineer (fse) performed the following: replaced wash vacuum probe after finding a slight variance in volume. Acid washed cuvettes. Replaced mixer paddle. Ran three (3) separate carryover runs. Qc result passed within range. Requested the customer to re-run any high trigs for next week since issue instrument. On (B)(6) 2011, fse performed the following: manually dispensed dye into all cuvettes, followed with cuvettes wash. Removed wheel, replaced all cuvettes with remaining dye. Verified all top end alignments. Ran 28 carryover test. Qc results passed within range. Ran patients for two (2) hours with no issues noted. The service resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high triglyceride (tg) results for three patients generated by synchron (B)(4) clinical system. One of the results was reported out of the laboratory. The samples were repeated and lower results were obtained. Amended report was initiated for the sample which was reported out of the laboratory. Patient treatment was not impacted.